Manufacturer narrative:
.Result: lift tube.

Event description:
It was found that the cot would not fully raise or retract in powered mode due to bent inner lift tubes. The cot was able to raise, lower, and retract in manual mode.

Manufacturer narrative:
It was found that the cot would not fully raise or retract in powered mode due to bent inner lift tubes. The cot was able to raise, lower, and retract in manual mode.

Event description:
It was reported by service report that the cot sticks in mid positions when raising and retracting in both manual and powered mode. The complainant was not aware if there was patient involvement but no adverse consequences were reported.